Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that no pacing, no sensing and high, out of range, pacing lead impedance were noted immediately after the implant procedure. Device re-interrogation showed unacceptable high voltage lead impedance but otherwise values were normal. An alert for output circuit damage was seen. The lead was explanted and replaced. After lead replacement issues were still observed and so the ICD was also explanted and replaced. The patients condition was good following the procedure.